Event description:
The event is reported as: complaint alleges: customer reported that when the tip of the catheter was inserted, the balloon exploded within 4-6 hours causing home pt extreme discomfort and swelling around vaginal area. Pt was still experiencing bladder spasms, but had not sought medical help for this issue.

Manufacturer narrative:
Sample has not been returned to MFR in time for this report.